Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was found unconscious with left side flaccid. The patient was admitted and a computerized tomography (CT) was negative and international normalized ratio (inr) was 3.4, which was reported to be the highest the patient has ever had. The mean arterial pressure (map) had been between 90-100s but was noted to be under control at times. The patient¿s lactate dehydrogenase (ldh) was normal. Two days later a CT scan showed a frontal lobe infarct and it was determined to be an ischemic cerebrovascular accident (cva). The patient was eventually discharged home with residual expressive aphasia. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. No device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed that the pump's power consumption was within the normal operating range for the past 14 days until (B)(6) 2018. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.